Event description:
Patient had evd (external ventricular drain) in place for drainage of csf. During routine care, the drain came disconnected at an unusual site (other than a normal place for disconnection) and had to be replaced. The rn was present both times and was able to clamp the drain before any harm came to the patient. The first time it became disconnected at the stopcock. The second time the drain became disconnected was a day later at the location of the sampling port. No harm to the patient.====================== manufacturer response for external ventricular drain, codman eds-3======================they have replaced the drains and the rep has been in contact with their products/safety rep.